Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2001- pt underwent transvaginal cystocele repaint with bard/davol flat mesh, non-davol/bard sling placement and cystoscopy with double-j stent placement bilaterally. On (B)(6) 2011- pt was diagnosed with 1cm area of exposed bard/davol flat mesh and underwent revision surgery of extruded mesh. Per operative details "didn't have to must the mesh." It appears the surgeon excised a portion of the tissue surrounding the mesh. On (B)(6) 2012- pt was diagnosed with davol/bard flat mesh extrusion into the vaginal wall and underwent partial excision of the mesh and cystoscopy. On (B)(6) 2012- the pt underwent laparoscopic assisted cystocele and rectocele repair, perineal body repair, placement of a non-bard/davol mid urethral transobturator sling and abdominal sacrocolpopexy using a non-bard/davol mesh. Per operative details "we did also confirm that no mesh extrusion existed in the vaginal vault." On (B)(6) 2012- pt was previously diagnosed with abnormal vaginal bleeding and underwent abdominal hysterectomy with bilat removal of ovaries and tubes. On (B)(6) 2013- pt underwent and incisional abdominal hernia repair with implant of non-bard/davol hernia mesh. Seven months later, the pt under went vaginal suture removal.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate the pt was treated for extrusion of mesh. Extrusion is listed as a possible complication in the instructions-for-use (IFU) supplied with the device. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.